Event description:
It was reported that the patient had been dizzy with standing. The device was not being used per labelling as the atrial port was plugged. The device was not collecting diagnostics and the sensing test could not be performed as the device implant detection was still in "configure". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.